Event description:
Noise on the distal electrode of catheter. This was an out-of-the-box failure. Replaced catheter with new one and problem was resolved. No injury to the patient.====================== manufacturer response for navi-star thermo-cool ep catheter, navi-star thermo-cool ep catheter======================awaiting response